Event description:
Broken inserter tip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the reported event of tip breakage. The returned device was forwarded to depuy material science for evaluation ((B)(4)). The stem inserter was likely cyclically loaded in reversed bending resulting in high stress low cycle fatigue initiations and propagation to failure. No evidence of material or manufacturing defects was observed that could have contributed to the failure of this component. Based on the performed investigation, corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.